Manufacturer narrative:
Attempts have been made to retrieve additional information about the event and device. The additional information will reportedly be forwarded to depuy mitek however is not known if it will be received within the 30 day reporting requirement, therefore, depuy mitek would like to file this initial medwatch report at this time. When and if additional information is received, it will be reflected in a follow-up medwatch report.

Event description:
Our affiliate is reporting to us that approximately 2 years ago a patient underwent a successful elbow surgery with the use of two gii anchors for fixation. Subsequently, 6 months later the patient presented with pain and it was somehow discerned that there was a mass around the anchor sites. On (B)(6) 2013, a re-surgery was performed and the affected tissue was removed. Testing indicated that the patient was having a reaction to or was allergic to the anchor or one of its component attributes; however, they did not remove the anchor. This is all of the information supplied to mitek; there are questions out to our affiliate for further information and detail. Also see associated MDR 1221934-2013-00209.

Event description:
Our affiliate is reporting to us that approximately 2 years ago a patient underwent a successful elbow surgery with the use of a gii anchor for fixation. Subsequently, 6 months later the patient presented with pain and it was somehow discerned that there was a mass around the anchor site. On (B)(6) 2013, a re-surgery was performed and the affected tissue was removed. Testing indicated that the patient was having a reaction to or was allergic to the anchor or one of its component attributes; however, they did not remove the anchor. There are questions out to our affiliate for further information and detail.

Manufacturer narrative:
Attempts have been made to retrieve additional information about the event and device. The additional information will reportedly be forwarded to depuy mitek however is not known if it will be received within the 30 day reporting requirement, therefore depuy mitek would like to file this initial medwatch report at this time. When and if additional information is received it will be reflected in a follow-up medwatch report.

Manufacturer narrative:
Nothing is being returned for evaluation; complaint device is still in patient at this time. No further information or test data has been made available. No lot number has been supplied, which precludes conducting a batch record review to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. We cannot tell anything from this; cannot discern the underlying or root cause for the reported device¿s failure mode. At this point in time, no corrective or further action is warranted, however, this file will remain receptive to any potential future information received that is relative and germane to this issue. Also, mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.